Manufacturer narrative:
Device received with blank display. After disconnecting the electronic assembly stack and reconnecting the electronic assembly stack, unit power up with no display. Problem isolated to electronic assemblies. Unable to perform displacement test, self test, and current measurements or verify critical pump error due to display anomaly. P-cap or reservoir locks properly into place. Device received with cracked case (battery tube) and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received pump error. Customer was not able to rewind process. Customer stated that insulin pump had blank display. Customer stated that battery compartment and spring were damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.